Event description:
It was reported that the customer has experienced issues with kinked cannulas. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.